Event description:
According to the clinic, the patient developed swelling at the implant site. The patient was subsequently prescribed antihistamines and a topical steroid to minimize further mechanical irritation at the site. The implanted device remains in situ.